Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor valve was selected for an implant on (B)(6) 2022. The implant depth was 3mm, the size of the annular dimensions was (19.6 x 26.7mm), perimeter 73mm and there was enough calcium to allow device anchorage based on user judgment. The patient had an acute aortic angle measuring 3 mensio of 52º, angiographically. During the procedure, during the final release of the valve, good angiographic depth of the implant was observed for its release; final implant depths were 8mm in the non-coronary cusp and 2mm in the left cusp. Upon finishing the valve release, a valve tab remained hooked in the receptacle retainer. After waiting 2 minutes the valve embolized into the ascending aorta, causing severe aortic insufficiency. The user did not attempt to engage and reposition the valve since the patient had wide sinuses and well-perfused coronary arteries. The patient became hypotensive after the device embolized. A valve in valve procedure was performed with a new 27mm navitor valve being successfully implanted. No clinically significant delay in the procedure was reported. Post implant of the second valve, the patient had mild pvl with no treatment provided. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. Based on the information received, the cause of the reported incident is consistent with a retainer remaining hooked onto the delivery system causing the valve to migrate. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.